Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no deformation of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the air/water was not working due to foreign material clogging the air/water channel. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that there were chips at the edge of the objective lens, however not affecting the image. Additionally, it was observed that there was some light guide bundle breakage that resulted in dim/ insufficient lighting. It was also observed that the control knob had a minor dent on the up and down lever knob. Play was evident on the up and down control knob. It was observed that there was a minor dent and scratches on the plastic distal end cover. It was also observed that the light guide lens had peeling on the cement. Lastly, it was observed that the glue on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope air/water is not working and there is no water to clean the lens. There was no patient/user harm or injury reported due to the event.